Event description:
Pt started wearing acuvue oasys in (B)(6) 2012. The pt's eyes were itching and irritated with blurry vision. Pt thought it might just be seasonal allergies, but the symptoms continued with contact lens wear. Pt reported that at the beginning of july, he/she began having a foreign body sensation. The eyes were painful when the lenses were removed and the pt developed photophobia. Pt stated the symptoms subsided 3 days after lens removal. However, when contact lens wear was resumed, symptoms returned. The pt was on vacation and saw an urgent care doctor on (B)(6) 2012. The pt was prescribed tobramycin drops qid ou. Attempts to contact the urgent care doctor for additional info were unanswered. (B)(6) 2012 and was diagnosed with a corneal ulcer. Pt complained of photophobia, pain and blurred vision. Visual acuity (va) was 20/20 od and 20/40 -1 os. Va on (B)(6) 2012, was 20/20 with correction. Exam notes noted corneal edema and corneal opacification os. Diagnosis was noted as os corneal ulcer. Pt was prescribed maxitrol 0.1% drops, 1 drop ou qid. Pt returned on (B)(6) 2012. Pt has not been wearing contact lenses and states that eyes are still bothersome. Va was od 20/20, os 20/50 +2. Diagnosis was noted as os corneal ulcer due to dry eye and contact lens use. Pt was given 90 day collagen punctum plug ou. Pt returned to eye doctor on (B)(6) 2012. Pt is using oasis tears plus. Exam noted corneal scar and low tears. Diagnosis was dry eye syndrome and os corneal scars and opacities. Requested location of the ulcer from the optometrist and was told it was "inferior". Pt has not returned to contact lens wear at this time. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Eight sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. Lot b00c75t was produced under normal conditions.

Manufacturer narrative:
No conclusions can be drawn. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If additional info is received, we will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly in executive mgmt review meetings.